Manufacturer narrative:
The field service representative inspected the module, performed troubleshooting procedures, including cleaning parts, and tightening tubing, but was unable to determine a single definitive part the likely cause of the issue. The alinity I processing module, serial number (B)(6) was considered the likely cause. Data and information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module or discrepant results as described in this ticket. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based `on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. (Customer provided normal result = < 26.2 ng/l) (B)(6) 2024 sid (B)(6) initial result 46.9 ng/l second sample with a different sid 1351079 result = < 5.1 ng/l repeat result of initial sample with result of < 5.1 ng/l, repeat result of second sample < 5.1 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. (Customer provided normal result = < 26.2 ng/l), (B)(6) 2024 sid (B)(6) initial result 46.9 ng/l, second sample with a different sid (B)(6) result = < 5.1 ng/l, repeat result of initial sample with result of < 5.1 ng/l, repeat result of second sample < 5.1 ng/l. No impact to patient management was reported.